Event description:
The customer contact reported the patient received less medication than intended. At 1030, the device was programmed in the continuous only mode to deliver adriamycin 100mg/250ml at an unspecified rate with a volume to be infused (vtbi) of 250ml, a 4ml/hr kvo rate, a 250ml container size, and 2ml air sensitivity. At an unspecified time, the delivery was initiated. During a routine assessment an hour later, the nurse noted "fluid dripping slowly" and that 50ml had been delivered instead the expected 250ml. The nurse changed the rechargeable batteries and delivery was restarted. After an unspecified length of time, the delivery was stopped. The device was removed from clinical service and the therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The product label states, "the use of rechargeable batteries in the battery compartment is not recommended.